Manufacturer narrative:
Additional information received that the patient outcome was reported to be no further complications. The device will not be returned for analysis. System components cylinder. Model: null. Lot sn: null. Mfg date: null. Exp date: null.

Event description:
It was reported that the surgeon put hole in cylinders due to a cross over. The cylinder and pump were removed and replaced with one cylinder. A patient status of no further complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the surgeon put hole in cylinders due to a cross over. The cylinder and pump were removed and replaced with one cylinder. A patient status of no further complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.